Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: sabbatini, f., la regina, d., murgante testa, n. Et al. Hospital costs of robotic-assisted and open treatment of large ventral hernias. Sci rep 14, 11523 (2024). Https://doi.org/10.1038/s41598-024-62550-w in section d4, there is insufficient information to determine the specific da vinci model; therefore, serial number and UDI are unknown. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. No specific demographics were provided for the patients. Study demographics in the robotic group included 34 patients with 17 males and 17 females, a median age of 66 years and median bmi of 28.1. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Sections g5 and g7 are not applicable.

Event description:
A retrospective, single site study to compare the hospital costs of robotic-assisted and open treatment of large ventral hernias, was summarized in a literature article. The study occurred from january 2016 to december 2022 and involved 67 patients who underwent ventral hernia repair. Of the 67 patients, 34 underwent robotic-assisted surgeries and the remaining 33 underwent open surgery. In the robotic-assisted group there were 17 males, 17 females, a median age of 66.4 years and a mean bmi of 28.1. The article noted that in the robotic-assisted group one case of a hematoma, reported as a clavien-dindo grade iii, required reoperation. There were no other details provided about this patient or event. Additional information was requested from the designated author; however, no response was received. There were no da vinci device issues reported in the article.